Event description:
The pt underwent stent placement in the superficial femoral artery with an antegrade puncture site. The cardiologist performed successful arteriotomy closure with a techstar xl 6 fr pvs device. The pt was ambulated two hours later, but complained of discomfort in the groin area. A small hematoma developed at the groin site and a femostop was placed. Heart rate and blood pressure continued to drop, so the pt was taken to surgery. Primary closure was successful. The vascular surgeon noted that the arteriotomy was actually in the external iliac artery. The surgeon suspected that the peritoneum had been caught in the pvc stitch and that the stitch was pulled from the artery when the pt stood to ambulate. The device was discarded by the user and was not available for evaluation. The lot number of the device also was not available.